Event description:
Caller states a neonate patient received result of 121 mg/dl on the sensor system, and result of 90 mg/dl on the performa system. Patient was treated with oral glucose when the valve was less than 47 mg/dl (it is not known which meter the patient was treated off of). No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in another country. This medwatch report is for the suspect device used in the sensor system (lot number and expiration date unknown).